Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to erosion. Reportedly, the patient had very soft, thin skin, thus the incision area had erosion. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the allegation against the product was not confirmed. The device was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device. This supplemental is being filed to capture the return date and investigation results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to erosion. Reportedly, the patient had very soft, thin skin, thus the incision area had erosion. There were no additional adverse patient effects reported. The crt-d was explanted.